Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed and found cut in the cable. In addition, the following reportable malfunctions were identified during the device evaluation: water leak test failed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cord of the camera head had a tear. The issue was found during reprocessing. There were no reports of patient involvement.